Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self-test on (B)(6) 2011. The failure was caused by a low battery and the user would have been alerted by the low battery warning a the flashing red led. The two returned pad-paks were tested and one of them was significantly depleted. It is considered likely it was depleted by the device being left in fault mode after the fail on (B)(6) 2011. Although no fault was found with the pad or pad-pak, one pad-pak was depleted to the point it triggered the battey management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically and emitting a low battery warning. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.